Event description:
It was reported on (B)(6) 2026 by dr. (B)(6) that a glidewell ht implant failed. On (B)(6) 2025, a 56-year-old female patient presented for implant placement on tooth position #2. They patients bone quality was reported as type ii/iii and the oral hygiene as good. The patient returned on (B)(6) 2025, after prosthesis attachment/final prosthesis delivery, and it was reported that there was low initial stability but opted for stage 2. X-rays and ankylotic tone appeared adequate. At restoration, appeared that the implant spun with restoration. The provider determined that the implant had lack of primary stability and failed to osseointegrate. The patient experienced pain and there was granulation/fibrous tissue around the implant. The reported device was explanted on (B)(6) 2025. The symptoms resolved after implant removal and there was no permanent patient injury. Socket preservation in the osteotomy site was performed and the removed implant was not replaced.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).